Event description:
The customer reported that the ventilator shut down and alarmed during use on a pt. The customer reported there was no pt harm. The MFR's svc tech was unable to duplicate the customer reported problem. Review of the ventilator's diagnostic log showed the device had been running on backup battery power which became depleted as expected during extended use. The backup battery functioned until it depleted causing the ventilator to shut down and alarm as specified. The facility is reported to have inconsistent ac power via the ac receptacles. Review of the ventilator trending data showed the device had been alarming to indicate battery use prior to shutting down. There was no malfunction of the device or backup battery. Performance verification testing was completed and all tests passed per operating specs. The event is being reported as a user error.

Manufacturer narrative:
Na